Event description:
Reportedly the catheter broke off outside of the pt's penis and the balloon remained inflated. Mineral oil was injected into the balloon of the catheter and the catheter was voided out into the diaper in one intact piece.